Event description:
It was reported that surgical intervention was undertaken to explant the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician will continue monitoring the device at this time.

Event description:
This report is being submitted to update the evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High current drain was detected. Detailed analysis confirmed that the high current drain was the result of high atrial rate sensing in addition to a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that surgical intervention was undertaken to explant the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker went from a battery status of 10.5 years to 4.5 years remaining in one year. A copy of device memory was received for review. Analysis of device memory identified a high power consumption condition that was caused by a combination of high atrial sensing and a product performance anomaly. Boston scientific technical services (ts) recommended device replacement. Available information indicates that this device remains implanted and in service. No adverse patient effects were reported.